Event description:
It was reported that the patient spinal cord stimulation (scs) battery is moving around quite a bit and causing a lot of pain. He feels like it has been migrating back towards where his old pocket was and pushing in causing substantial pain. The patient underwent spinal cord stimulation (scs) repositioning procedure. Patient tolerated the procedure well. Nothing to return nothing was explanted.